Event description:
It was reported that during a da vinci si prostatectomy procedure, the site experienced problems gripping with instruments located on psm1 and psm2 of the system. With the assistance of an isi technical support engineer, the site attempted to rotate sterile adapter discs; however, this did not resolve the problem. The surgeon made the decision to convert the procedure to traditional open surgical techniques to complete the procedure. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The investigation conducted by field service engineering concluded that the problem experienced by the customer was associated with sterile adapter. The instrument sterile adapter is part of the instrument arm drape and provides the point of connection between the instrument and the instrument arm. The psms are instrument arms located on the patient cart that provide the sterile interface for the endowrist instruments. The system was tested and performed to original equipment manufacturer specifications. As of (B)(4) 2012, there have been no reported recurrences of the issue at this hospital.